Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer.

Event description:
It was reported that pump is alarming "check for empty tubing or pump stopped" for a second time this morning. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: correction: pump is alarming "check for empty tubing or pump stopped" for a second time this morning. Troubleshooting was unsuccesfull: alarm acknowledged and tubing clamped near port site. Unable to remove cassette as it is locked in place. Battery cover opened and closed. Pump turned back on and now alarms "remove and reattach cassette." Batteries removed to turn pump off and tubing remains clamped. Instructed patient to call clinic when they open this morning for further instruction. No patient injury was reported. H6: correction: evaluation codes conclusion: d15 [4315] - cause not established (B)(6).